Manufacturer narrative:
The returned reservoir was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the device. A review of the manufacturing records showed no anomalies. All reservoirs are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the when the patency test was performed intraoperatively, the device was found to be leaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.